Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat symptomatic pelvic relaxation, uterine prolapse, stress urinary incontinence and history of cervical dysplasia. It was reported that the patient underwent the concurrent procedures of a total vaginal hysterectomy, bilateral salpingo-oophorectomy, enterocele closure, transvaginal tape bladder suspension and cystoscopy during mesh implantation.no additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urgency and frequency.